Event description:
The customer reported that the paramedics were called due to her low blood glucose of 41mg/dl. The customer stated that he was not hospitalized and his wife gave him a glucagon shot to bring his glucose level down. Troubleshooting was performed, and the drive support cap was flush. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly. The drive support disk was inspected and no anomaly was noted.